Manufacturer narrative:
The customer was able to resolve the leak and requested service for a qc issue. The field service engineer (fse) found that the blood sampling valve (bsv) was not functioning properly. He took apart the bsv, stylette, then bleached and rinsed the bsv. He ran all levels of qc in both primary and secondary modes several times without errors. Investigation of the failure mode associated with the leak: conversation with the customer on (B)(6) 2013 identified that the bracket holding the sleeve that wipes the needle between sampling was corroded with dry fluid buildup and prevented the sleeve from descending completely to clean the needle. The customer removed the corrosion with deionized water and lint free tissue that allowed the sleeve to descend completely and fixed the leak. The failure mode was identified as a dysfunctional bsv and a corroded needle sleeve bracket. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak of clear fluid during a quality control (qc) run when using the coulter lh 500 hematology analyzer. The volume of leak was 2 mls and was not contained within the unit. The customer was wearing ppe, including a lab coat, goggles and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. There were no reported erroneous results associated with this event. There was no death, injury or affect to patient treatment.